Event description:
A malfunction was reported on the pump, and no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level. Customer technical support provided pump reset information, assisting the caller in resetting the pump, after which the malfunction code did not recur. The customer was able to resume using the pump and was instructed to call back if any issues arose again. The caller acknowledged and understood the instructions, starting the sensor and loading the cartridge.